Event description:
This report summarizes one malfunction. A review of the event indicated that an unknown eclipse vena cava filter experienced perforation of the ivc, filter migration, filter tilt and filter detachment. This report was received from one source. One patient was involved with no patient consequences. Patient age, weight, and gender were not provided.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a manufacturing review could not be performed. The device has not been returned for evaluation; therefore, the investigation is inconclusive for perforation of the ivc, filter migration, filter tilt and filter detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. (B)(4)..

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The device has not been returned for evaluation; therefore, the investigation is inconclusive for migration of device or device component, difficult to remove, malposition of device, and patient device interaction as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction event. A review of the event indicated that an unknown eclipse vena cava filter experienced migration of device or device component, difficulty to remove, malposition of device, and patient device interaction problem. This report was received from one source. One patient was involved with no patient consequences. Patient age, weight, and gender were not provided.